Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected in the ¿gel area down by the chin¿ with 3 syringes of juvéderm® ultra xc. The patient experienced ¿numbness and tingling¿ that stopped 5 months later. The patient described it as ¿very painful¿ and reported being ¿depressed¿ for 2 months. The filler was dissolved but the numbness remained. The patient reported that another healthcare professional thought it might be ¿partial vascular occlusion.¿ event is ongoing.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3. Continued h.6. Type of investigation code: b18. Clarification to h.6. Type of investigation code: the syringe has been discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additionally, the healthcare professional reported injecting the patient in the chin and jawline with 3 ml of juvéderm® ultra xc. Ten days later, the patient complained of ¿heaviness¿ in the right marionette/jowl and a ¿tingly, numb¿ feeling, mostly at night. The patient was ¿still bruised and swollen¿ and insisted on having all the filler removed. The patent consented to only having the filler removed in the right jowl/marionette with 50 u of hylenex that day. Five days later, the patient reported still feeling ¿intermittent tingling.¿ the next day, the patient presented with ¿light shadow of bruising on the right jowl¿ and it was agreed that there were no signs of vascular occlusion. Eleven days later, the event resolved and the patient reported 9 days later that ¿bruising is much better, almost gone.¿